Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 58 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the stent graft was implanted distal to the renal arteries resulting in a proximal type ia endoleak. The physician attributed the event to the emergent treatment of the event and the patient¿s uncontrolled blood pressure. The physician decided to use a second endurant aui 32x12x102 to address a type I endoleak that was seen in the angiogram. The endoleak was resolved; however, the second aui that was implanted was found to have exceeded the expiration date. The delivery systems were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: failure to follow instructions (using an expired product).